Manufacturer narrative:
Related MFR (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that routine log files were sent for review and captured a yellow wrench alarm activated at 2:02 am that appeared to have resulted in the patient briefly disconnecting their driveline. There were also 2 backup battery fault events on (B)(6)2023 at 12:00 am and 2:24 am.

Manufacturer narrative:
Section b5: onset of the short to shield condition and use of ungrounded patient cable is reported under MFR. #2916596-2020-04889. Manufacturer's investigation conclusions: the reported events of a backup battery fault alarm and a pump stop were confirmed via analysis of the submitted log file. The submitted controller event log file contained approximately 55.5 days of data (06jun2023 ¿ 01aug2023 per the timestamp). A backup battery fault activated on 01aug2023 at 0:00:00 and yellow wrench advisory alarm was captured on 01aug2023 at 2:02:29 due to the backup battery reaching its expiration date. The backup battery fault was captured to resolve after 2:24:46 on 01aug2023. The conditions that resulted in the alarm resolution were not captured in the log file; however, the backup battery fault may have resolved due to the backup battery being exchanged. A pump stop was also captured on 01aug2023 from 02:02:35 to 02:02:45. It should be noted that the white power cable was connected to the power module on 01aug2023 at 02:02:35. The driveline was also captured to be disconnected on 01aug2023 from 02:02:36 to 02:02:45. The pump was captured to resume operation on 01aug2023 at 2:24:46 when the white power cable was exchanged to a 14v battery. Aside from the pump stop noted, the pump maintained a speed above the low speed limit throughout the log file. Provided information indicated that the controller was connected to the power module with a grounded patient cable, which resulted in a phase to short and the pump stop occurring on 01aug2023; the patient has a history of phase-to-short issues occurring. Provided information also indicated that the driveline was not disconnected during the pump stop event captured on 01aug2023. It should be noted that a short-to-shield event has the potential to trigger the driveline disconnect alarm on the pocket controller software version 7.23. An update has been implemented to future software versions of the controller to prevent the driveline disconnect alarm from activating during this type of events. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop, low flow hazard, low speed hazard and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii IFU, section 6, entitled ¿patient care and management¿, instructs the user on inspecting the driveline for damage due to wear and fatigue. This section also provides possible indications of driveline damage as well as how to respond to such events. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the driveline was not removed from the controller. The patient briefly used a grounded patient cable instead of an ungrounded patient cable. The power source was quickly switched to batteries and then back to an ungrounded patient cable.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary dui number: corrected. Section h7, h9: additional information. No further information was provided. The manufacturer is closing the file on this event.